Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. (B)(4) / model #: 1650de/ expiration date: 2018-06-30. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's batteries had critical battery alarms accompanied by a loss of power to the controller. It was further noted that two of the patient's batteries had a relative state of charge (rsoc) out of range. The batteries will be exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Event description:
An additional battery was returned to the manufacturer and subsequently tested out of specification during manufacturers analysis.

Manufacturer narrative:
Product event summary: the controller and one battery (bat581953) were not returned for evaluation. Two batteries (bat582413, bat582415) were returned for evaluation. A review of the manufacturing documentation confirmed that bat582415 met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat582413 revealed that the device passed visual examination and functional testing. Failure analysis of bat582415 revealed that the unit passed visual inspection. Functional testing revealed that a cell pair did not have a proper voltage. Supplemental testing revealed that the cell pair's battery can (container) was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. Log file analysis revealed four controller power up and associated motor start events on 29-dec-2018 at 22:01:38, 1-jan-2019 at 20:38:25, 4-jan-2019 at 17:26:08, and 9-jan-2019 at 8:57:46. The controller was without power for 6 seconds, 13 seconds, 8 seconds, and 8 seconds, respectively. Several momentary disconnections were recorded in the periods leading up to the loss of power recorded 1-jan-2019 and 4-jan-2019 involving several batteries and bat582413. Log file analysis also revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms starting on 7-dec-2018 due to communication errors involving bat581953 and bat582413. Additionally, communication errors without leading to critical battery alarms were recorded involving bat582415. Communication errors are recorded in the logs as relative state of charge (rsoc) values between 101 and 201. As a result, the reported loss of power, critical battery alarms and rsoc out of range were confirmed. The most likely root cause of the observed perforated cell can be attributed an improper welding during the manufacturing process. The most likely root cause of the reported critical battery alarm event and battery rsoc values out of range can be attributed to a communication error between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial #: (B)(4), UDI #: (B)(4), yes, return date: 25-jan-2019, yes dev rtn to MFR? Yes, FDA method code(s): 10, 4112 FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial #: bat581953 UDI #: 00888707000369 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / serial #: bat582415 UDI #: 00888707000369 d10: yes, return date: 25-jan-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jul-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 131, 3213 h6: FDA conclusion code(s): 23, 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.